Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research (B)(4)). Details of this activity were discussed with cdrh office of compliance (B)(4) during a tele-conference on 05/31/201 incident occurred during surgery, pum258 and unable to complete the procedure, which may lead to major surgical delay, which can cause a serious harm to patient. Hence it is concluded as reportable. There is no further information if the patient was harmed. All available information has been disclosed. This complaint has now been closed.

Event description:
Pum258 recurrent warning message with low vacuum, unable to proceed during surgery. Pump module will be replaced.